Manufacturer narrative:
Correction to h3: device returned for evaluation?: replaced no with yes. H4: device manufacture date: this lot was manufactured between december 3, 2019 to december 5, 2019. The device was received for evaluation containing 81ml of fluid in the bladder. Visual inspection via the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor uderinfused during patient infusion. The reporter stated that after the expected infusion time of 24 hours, the device "was not totally empty". The volume that remained in the device was not reported. The device had been filled with 12g tazocilline in 240ml 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.